Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had random no delivery alarm and they did change the set all the time. Customer reported that they changed the set for multiple times and the no delivery issue persist as it was. Customer reported the battery gone through more often. Customer reported that they had less battery life that lasts less than week and failed battery alarm. No harm requiring medical interventions was reported. The device will not be returned for analysis.